Event description:
Caller reported the customer received the pump on (B)(6) 2015 and it is unknown when the customer started on insulin pump therapy prior to hospitalization. Caller stated the customer experienced elevated blood glucose levels of 437 mg/dl and 522 mg/dl on (B)(6) 2015; not within 10 minutes. Caller reported the customer was hospitalized and doctors disconnected the pump. The caller reports that the customer received an unknown therapy to bring her blood glucose levels back down towards normal. Caller stated on (B)(6) 2015 the customer's blood glucose level was 203 mg/dl at 8 am and at 12 pm the doctors reconnected the infusion system. Requested return of the alleged pump for evaluation and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.